Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like, or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 450 mg/dl and 190 mg/dl. After the reading of 450 mg/dl the patient injected 13 units of insulin. After injecting insulin, the patient checked her continuous glucose monitor, and the reading was 195 mg/dl, which prompted her to take the 2nd reading of 190 mg/dl. The patient ate more to stabilize her blood glucose.